Manufacturer narrative:
(B)(4). Also were involved pxc141200/14039076 and pxl161407/14423859. Rlt281414/14400730 UDI# (B)(4). Pxc141200/14039076 UDI# (B)(4). Pxl161407/14423859 UDI# (B)(4). According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites).

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. No systemic infection at time of treatment. Pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 67.3mm. On (B)(6) 2016, the patient discharged from the hospital. On (B)(6) 2016, the patient experienced a left groin infection and was treated by oral antibiotics, underwent a left groin fluid aspiration and a local wound care. According to the information provided, the cause of a left groin infection was due to a femoral cutdown procedure. Reportedly, gore&#59396;devices were not in contact with the infected area. It was reported that on (B)(6) 2016, the patient was still undergoing a local wound care, however, a wound was almost completely healed. On (B)(6) 2016, follow up cta determined that the maximum diameter of the aortic aneurysm/lesion was 69mm. No further adverse events have been reported.